Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. A supply change was performed to resolve the issue. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, the cartridge and syringe needle were changed to address the issue. Customer's blood glucose was 102 mg/dl.